Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that smoke was smelt and visually observed coming from a dry acid mixer. The smoke detectors did not alarm, a fire extinguisher was not used, and the facility was not evacuated. The fill valve was found to be melted, which also caused the control board to short out. There was no patient involvement or individual injury, adverse events, or medical intervention required as a result of the reported event. The mixer has been in use for approximately 8 months and the fill valve and control board are the original fresenius parts on the machine. The mixer is currently not in service and a replacement mixer is being shipped to the facility. The fill valve and control board are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation for smoke coming from the mixer, which resulted in finding the melted fill valve which caused the control board to short out. The res resolved the reported issue by shipping a replacement mixer to the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.